Event description:
It was reported that patient's (pt) machine is just not working. Patient stated charging is "jumbled" and it works sporadically. Patient reported they have it on for hours charging and they don't get the whole charge because they are supposed to get the charge complete screen and they are not getting it. Patient stated this started a couple months ago. Patient denied any recent change in therapy settings. Patient mentioned last year when patient went to their neurologist they tried to do it on a different/lower "beat"/amount but that wasn't working right so they changed it back to where it was. Reviewed general information regarding therapy settings and charging. Patient confirmed recharger antenna is in good shape with no visible damage to it. Walked patient through starting a charging session on the call. Patient confirmed getting all 8 coupling boxes filled in initially when charging, but then reported only 4 coupling boxes were filled in. Patient stated recharger antenna moved and stated they usually use adhesive discs. Patient moved antenna back to original position and used adhesive disc, then confirmed all 8 boxes were filled in again. Patient stated implant was successfully charging from 50% to 75% on the call. Patient confirmed they usually maintain coupling boxes while charging. Patient confirmed therapy was on. Reviewed recharging overview. Agent recommended patient continue charging to see if reaches charge complete screen. Agent reviewed implant date and longevity information. The issue was not resolved through troubleshooting. The patient called back expressing concerns that even after they charge their ins fully the programmer shows the battery is low and patient was concerned the ins battery was draining more rapidly because of this. The following troubleshooting was done on the call: started ins charging session which showed ins incrementing at 3/4 full with all coupling bars and therapy on. Patient then stopped ins charging and synched to ins using the 37642 patient programmer which also showed the ins was 3/4 charged. Reviewed expectations regarding ins battery displaying in quartiles and difference between charge sufficient and charge complete. Reviewed option to start ins charging more frequently if patient is concerned about ins battery draining and redirected to hcp for device check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.